Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the user wakes up with a lot of mucus and tightness in their chest along with a lot of coughing which causes throat irritation and hoarseness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found dust and dirt contamination found throughout device enclosure and air path. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination of dirt, dust and keratin found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section g, h has been updated or corrected.

Manufacturer narrative:
H3 other text : device not returned to manufacture.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the user wakes up with a lot of mucus and tightness in their chest along with a lot of coughing which causes throat irritation and hoarseness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.